Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, the pump time and date were incorrect, cause was unknown. The customer corrected the date and time to resolve the issue. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.